Event description:
It was reported that resistance was encountered during deployment of an ivc filter. Once deployed, all the filter limbs failed to open and the filter migrated to the right atrium approximately one minute after deployment. The patient remained asymptomatic and was transferred to another facility. One day post implant, the patient went into ventricular tachycardia and imaging demonstrated that the filter had moved into the right ventricle. The filter was surgically removed. The patient is reported to be in good condition.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter and the delivery system were discarded by user facility. The filter has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.